Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient husband contacted lifescan (lfs) and alleged their one touch ping meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording. The cca was advised by the reporter that at on (B)(6) 2015 at 6.30am, the meter was powering of during use. The reporter stated the patient manage their diabetes with a combination of diabetic medications (humalog and invokana ). "The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue as 3 hours after the product issue as a result of not being able to test her blood sugar level for a day." The reporter confirmed the symptom's, the patient's had were not life threatening. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the batteries did not need to be replaced. The cca was unable to resolve the issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did the patient receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.